Event description:
It was reported to boston scientific corp that a flexima biliary stent system was used for drainage of the lower bile duct of a male pt. During the procedure, resistance was felt when the guide catheter was being retracted for stent deployment. Force was used to retract the guide catheter, which caused the catheter to stretch. The procedure was completed with another flexima biliary stent system. The procedure was completed with no pt complications. The pt was reported to be in good condition at the conclusion of the procedure.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).